Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 650 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the pump was empty. The patient was due for a refill. The patient ignored his alarm date and critical alarm, then went in on (B)(6) 2019 for a refill. The hcp read the pump logs and on (B)(6) 2019 the low reservoir alarm occurred then on (B)(6) 2019 the empty reservoir occurred. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump was filled on (B)(6) 2019. This issue has been resolved. Patient¿s weight was unknown.